Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) the system was serviced in the field. In summary, the complaint was not confirmed. The system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the manufacturer representative was attempting to pull exports from the system and the software stopped running and the system rebooted itself. They attempted a second time to pull the export file for another case and the system restarted again. The manufacturer representative was unable to obtain the export file. No additional information available. No patient present. Additional information received from a manufacturer representative indicated that the export files were attempted to be pulled 3 more times and each time the system restarted due to a pc error. The manufacturer representative was unable to successfully pull the patient exports from the system.